Event description:
Patient in cardiogenic shock with little heart muscle movement. Attempted to insert a 50cc sensation plus iab without success. Had to try two more times before the third balloon was successfully inserted. This complaint is for the third balloon inserted. No malfunction was reported for this device. Reference to related MFR report #'s: 2248146-2014-00011 and 2248146-2014-00012 for first and second devices.

Manufacturer narrative:
This complaint is for the third balloon inserted. No malfunction was reported for this device. The intra-aortic balloon catheter was not returned for evaluation. Since the device information was not available, the customer shipping history was reviewed to determine the most likely lot(s) involved in this event. A lot history review was performed for those lots. No nonconformances were found that are considered to be related to the event. The following were included in the review: 3035, 2915, 2927, 2873, and 3064. (B)(4).